Event description:
Complainant alleged that during functional testing, the associated defribrillator displayed a "check pads" message while using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the electrodes. The electrodes were replaced and scrapped to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.